Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during a pre-use check, the customer noticed that medical fluid was leaking from the product. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Returned device was found to have a leak detected in the returned product specifically located in the top corner near the pump tube connection. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.